Event description:
At about 1 month after the primary, the patient came in reporting pain due to a dislocation of the head from the liner. The cause of the dislocation is unknown. The surgeon revised the medacta cup and liner with a competitor's products and revised the medacta head with a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 december 2022. Lot: 2215501: (B)(4) items manufactured and released on 08-oct-2022. Expiration date: 2027-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115); lot: 2207389: (B)(4) items manufactured and released on 27-june-2022. Expiration date: 2027-06-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.